Event description:
It was reported that the green cable connection on the front of the control module cracked. It is unknown if this occurred during a procedure. No further information is available. No reported patient consequence.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. Based upon the inquiry information received visual and functional examination, the unit was found to require; replace translational cable, damaged upper case replaced, and missing fastening material replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.